Event description:
It was reported that a basal/bolus infusor experienced no flow. The drug(s) being administered to the patient is unknown. There was patient involvement reported, however, there was no patient injury or medical intervention reported. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). Baxter received one sample for evaluation. Initial evaluation revealed the device performed per specification. Flow was observed at the luer during the flow test. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Upon completion of baxter's investigation, if additional relevant information is obtained, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). The reported condition could not be confirmed. Should additional relevant information become available, a supplemental report will be submitted.